Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. Two further incidents have been filed with nx055z lot 52034569 regarding implant loosening until today. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. "No code available" - unknown device problem at current status of knowledge.

Event description:
It was reported that there was an issue with a as vega ps tibial plateau . According to the complaint description as a result of having the product implanted, the patient experienced pain and swelling in left knee and difficulty in walking. There was no revision surgery reported. All available information has been provided at this time, if additional information becomes available this report will be updated accordingly. The cement used is unidentified. Primary surgery: (B)(6) 2015. The patient experienced a temporary impairment. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nx011z - as vega ps femoral comp.cemented f5n l - lot 52066985. Nx043 - patella 3-pegs p3 - lot unknown. Nx130 - vega ps gliding surface t3/3+ 10mm - lot unknown. Nn261z - as tibial obturator d12mm - lot unknown.